Event description:
It was reported to nova biomedical that a consumer reported her husband received a blood glucose reading of 208 mg/dl and administered insulin based on that reading. Shortly after that, he experienced a hypoglycemic event requiring emergency medical intervention. The reading obtained in the ambulance was 46 mg/dl. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.